Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 1.5mg/ml at 0.7mg/day via an implantable pump. The indications for use were multiple back operations and non-malignant pain. It was reported that the patient¿s catheter was cut during a spine surgery not related to the pump. The catheter was revised today. The reporter also wanted to know how to silence the pump as the low reservoir alarm was occurring, but they were not going to be filling the pump today.